Event description:
It was reported through litigation process that sometime post a port placement, the catheter allegedly fractured. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fracture issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process, on (B)(6) 2022, a patient underwent a port placement via right subclavian vein for chemotherapy. Approximately nine months, seven days later, on (B)(6) 2023, the patient had a malfunctioning port a cath allegedly unable to aspirate or flush for treatment which was confirmed through venogram. It was also reported that the catheter had allegedly fractured. It was further reported that patient had extravasation. Subsequently, the port was removed on the same day. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: medical records were provided and reviewed. The patient underwent placement of an implantable power port (port a cath) for venous access for neoadjuvant chemotherapy for left breast cancer. The port was successfully placed via the right subclavian vein with catheter positioning in the superior vena cava confirmed by fluoroscopy, and no immediate complications were reported. Nine months later, the patient experienced port malfunction, characterized by difficulty flushing and inability to aspirate. Imaging with contrast injection and digital subtraction venography demonstrated a fracture of the catheter with contrast extravasation. The existing port a cath was subsequently removed in its entirety under fluoroscopic guidance. During the same encounter, a replacement power injectable port was implanted. The catheter tip was positioned in the right atrium, as confirmed by fluoroscopy. The patient tolerated the removal and replacement procedures well. Therefore, it can be confirmed that the patient had experienced fracture, difficult to flush and suction problem. However, the relationship to the port is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b3, b5, d4 (medical device lot #, unique identifier (UDI) #), g3, h1, h6 (patient, device, method, result). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.